Manufacturer narrative:
The patient denies any strenuous activity that may have contributed to the wound dehiscence. Lab cultures were taken during the explant procedure however the results have not been shared with the firm, thus it is unknown if infection was present at the incision site. It is notable that the patient has a history of drug use and poor healing. There are no indications of any system or component failure. It is unknown if the dehiscence of the surgical wound is related to placement of the implant, patient's history and behavior, infection, the device being rejected, or another cause.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. On (B)(6) 2025 the patient notified a nalu representative that one of the surgical incision sites on the upper lateral thigh was oozing clear fluid. The nalu representative notified the implanting physician of the patient's status and a follow-up appointment was made. Within a few hours of the initial notification of discharge at the incision, the patient again contacted the nalu representative and stated that the implantable pulse generator (ipg) was becoming visible through the incision site. The physician immediately ordered antibiotics and instructed the patient to cover the incision site. On (B)(6) 2025 the patient was brought in for evaluation and the nalu system was explanted. During the explant procedure, the ipg was successfully removed, however the implanted leads fractured during attempted removal. The explanting physician requested consult from an orthopedic surgeon during the procedure. The orthopedic surgeon recommended to leave the distal fragments of the leads implanted after they fractured as removal would require more extensive surgical intervention.